Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia, feeling nausea, vomiting, abdominal pain and difficulty breathing. The customer¿s blood glucose level was 551 mg/dl at time of incident, treat with insulin pen and manual injection and other blood glucose level was 595 mg/dl. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not using auto mode feature. Customer did not allege insulin pump was under delivering. Customer reported that the insulin exited at the quick release. The devices will not be returned for analysis.